Event description:
It was reported that 4 bd micro-fine¿ pro pen needles' non-patient ends broke. The following information was provided by the initial reporter, translated from japanese: "upon bdj sales rep.'s visit to the customer, the nurse reported that the broken needle npe issue had occurred in four products for one patient."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 4 bd micro-fine¿ pro pen needles' non-patient ends broke. The following information was provided by the initial reporter, translated from japanese: "upon bdj sales rep.'s visit to the customer, the nurse reported that the broken needle npe issue had occurred in four products for one patient."